Event description:
It was reported that the pump battery was depleted resulting in the pump shutting off. Reportedly, the customer did not reload the cartridge or restart the sensor session, resulting in a blood glucose (bg) level displayed as "high"; however, no specific value was provided. Bg level was corrected with a manual injection. The customer successfully resumed insulin and continued to use the pump for insulin therapy.